Manufacturer narrative:
A ge service representative performed an investigation. The lemo connection was reseated. The sram battery was replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system intermittently had uncommanded reboots. There is no report of death or serious injury.